Event description:
The following was reported to hamilton medical ag: the report from hospital says: this critically ill patient requires the use of a ventilator. The nursing staff tried this machine and after self checking, the ventilator screen showed "safety pressure valve failure". The self check was unsuccessful and the ventilator could not be used. Prior to this start-up, no issues were detected with the ventilator. It occurred during preoperational check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).